Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced 2 incidents of high blood glucose (bg) levels (400smg/dl) and a correction bolus was delivered to address the bg level. The customer thought that the high bg was due to the infusion set. However, the customer would change the infusion set site and if the bg was not resolved, then all the supplies would be changed. The customer thought that the high bg was due to the infusion set. As the event had occurred in the past, tandem technical support was unable to perform a system check to help determine a cause of the high bg.